Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the external paddles could not be discharged during the self-test. There was no patient involvement at the time the reported issue was discovered. An analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. The issue was resolved by performing the self-test again. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer performed the self-test again and no issues were observed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.